Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of ?does not function? Was confirmed during device evaluation as failure 94. The evaluation was conducted on-site by a baxter field service technician. The root cause was determined to be a low battery. The battery was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter (B)(4) reported a flogard infusion pump that "does not function." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.